Manufacturer narrative:
The device was not returned for analysis, as the device was discarded at the site. Attempts to get clarification have been made. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician was not able to detach the implant coil with the instant detacher despite three attempts. A new device was used and the procedure was completed successfully. No patient injury was reported as a result of the event. The device was discarded. The patient was undergoing embolization treatment of a ruptured aneurysm measuring 8mm.